Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device detected and alarmed a device failure 12 and a device failure 1. The affected device was replaced with a substitute. There were no patient health consequences reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported event could be confirmed. The log file revealed that the device performed a restart of the ventilation unit on the date of event while the ventilation was active. The restart was caused in specified reaction on a detected deviation of the pba of the flow and pressure measurement module. The event was accompanied by the intended alarm messages to alert the user. The pba of the flow and pressure measurement module and the corresponding data cables must be replaced. As a safety feature of the device, the software analyses and verifies proper function of the device. In case of a detected failure concerning the flow and pressure measurement module the device would perform a restart to mitigate the issue and post an audible alarm in order to alert the user. In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated in order to inform the user about the problem. The device reacted like specified to a detected deviation and posted appropriate alarm messages to inform the user about the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device detetced and alarmed a device failure 12 and a device failure 1. The affetced device was replaced with a substitute. There were no patient health consequences reported.